Manufacturer narrative:
An independent laboratory performed for olympus a culture test for the device after the device was reprocessed per the directions of the instructions for use. The test results indicate that the culture sampling results conform to the target level defined in the regulations of france of jul 4, 2016, which is less than 1 cfu. The test resulted in no positive for any microbes for all channels. The device has been returned but the evaluation is not yet completed. Supplemental report(s) will be submitted when any relevant new information is available. Customer provided information of their reprocessing method. Detergent used during pre-cleaning is anios excel d. During manual cleaning detergent used is anioxyde 1000. Peracetic acid is used, and glutaraldehyde is not used. The automatic endoscopy reprocessor (aer) is soluscope 4. Detergent used with the aer is soluscope cln and disinfectant used is soluscope paa. The device is stored in a closed cabinet. Maintenance of the device is by olympus.

Event description:
As reported by the customer, after a microbiological routine sampling of this device, carried out as required by french regulation, unexpected contamination was detected which was above the acceptable threshold and reaching to alert level. The test was performed prior to use. The user did not report any contamination or any other deterioration in state of health of any person, to which this medical device could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was evaluated and the following defects were found: bending section rubber was worn and angulation was out of specification. These defects were not considered severe enough to cause a potential adverse event and are likely due to wear and tear damage from use over an extended period of time. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is unlikely the positive culture was caused by the device. Growth of microorganisms was found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to french recommendation. The following is included in the instructions for use (IFU): "reprocessing manual: 1.4 precautions: warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.